Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Concomitant medical products:upon further review of the complaint, it was determined that the small battery drive device was used together with the small battery drive casing device. However, the small battery drive casing device was inadvertently not included as a concomitant product in the initial report. This information has been added accordingly. Concomitant medical products: concomitant med products and therapy dates: small battery drive casing device, 4/8/2019. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined hat the reported condition was confirmed. It was observed that the moving parts did not move smoothly. It was further determined that the trigger was fractured. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
UDI: (B)(4). The reporter¿s complete address was not provided. The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the operation of the small battery drive device was unstable. It was further reported that the device sometimes did not work, but sometimes worked normally. The device was used together with the small battery drive casing device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.